Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of ptc.(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. Event injury nos replace with new event medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the right corneal tissues of the myometrial wall show an embedded portion of silver to gray-colored coiled metal wire extending into the myometrial wall') in an adult female patient who had essure (batch no. A50612) inserted for female sterilisation. The patient's medical history included pelvic pain female, perineal pain, endometrial biopsy, paratubal cyst and menometrorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy, da vinci platform). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: left trailing coils 3 coils, right trailing coils 3. -no gross evidence of perforation or migration of the essure coils. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record:embedded device. Most recent follow-up information incorporated above includes: on 3-dec-2020: mr received: event 'medical device removal' was replaced by ''the right corneal tissues of the myometrial wall show an embedded portion of silver to gray-colored coiled metal wire extending into the myometrial wall' , lot number, medical history, patients date of birth, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the right corneal tissues of the myometrial wall show an embedded portion of silver to gray-colored coiled metal wire extending into the myometrial wall') in an adult female patient who had essure (batch no. A50612- inv) inserted for female sterilisation. The patient's medical history included pelvic pain female, perineal pain, endometrial biopsy, paratubal cyst and menometrorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy, da vinci platform). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: left trailing coils 3 coils, right trailing coils 3. No gross evidence of perforation or migration of the essure coils. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record:embedded device. Most recent follow-up information incorporated above includes: on 15-dec-2020: update of information (batch is inv)¿. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the right corneal tissues of the myometrial wall show an embedded portion of silver to gray-colored coiled metal wire extending into the myometrial wall') in an adult female patient who had essure (batch no. A50612- not valid) inserted for female sterilisation. The patient's medical history included pelvic pain female, perineal pain, endometrial biopsy, paratubal cyst and menometrorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy,bilateral salpingectomy, da vinci platform). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: left trailing coils 3 coils, right trailing coils 3. No gross evidence of perforation or migration of the essure coils. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record:embedded device lot # a50612 reported is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-dec-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.